Manufacturer narrative:
Device was returned foe evaluation. The complaint was confirmed. The underlying cause could not be determined. Per the irs or return fields in oracle the evaluation is identified as other / lock mechanism not functional. (B)(4)- this side wheellock not functional due to missing pin and spring clip. (B)(4)-broken spring on this side wheellock. Should additional information become available, a supplemental record will be filed.

Event description:
The consumer states the wheel stops, also known as wheel locks, came off of his ct7a custom manual wheelchair. The consumer states the chair is less than a year old and a bolt fell out of left brake and spring on the right brake.